Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced unexplained high blood glucose of 600 mg/dl. The customer was treated for the high blood glucose with 20 units of insulin from their insulin pump. The customer stated that they had eaten a salad and went to the gym when they suddenly felt sick and started vomiting. The customer stated that they did not have anyone to take them to the hospital. The customer declined having the help line call the paramedics. The customer hung up the phone and did not troubleshoot the issue. The customer did not return the product back for analysis.